Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.0 x 40, 40cm mustang balloon was advanced for dilation. However, during the second inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.